Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete and thorough analysis was completed. Analysis found that the full lead was returned and found no physical deficiencies. The reported observations were not confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was involved in producing pectoral stimulation to the patient due to an insulation breach identified. As a result, the physician elected to explant the device system. No additional adverse patient effects were reported.